Manufacturer narrative:
The investigation could not determine a specific root cause with the information provided for investigation. Quality controls did not demonstrate a reagent issue, however calibration data was not provided for confirmation. The instrument performance tests did not demonstrate an instrument issue, however incomplete information was provided for confirmation. No adverse events were reported.

Event description:
The user received questionable hcg+ss results for one patient sample from the elecsys 2010 disk analyzer (B)(4). The initial result was 1.42 miu/ml with a data flag and was reported outside the laboratory as <2 miu/ml. Approximately two weeks later, the doctor ordered another hcg as the patient was still showing symptoms of pregnancy. The result for this sample was approximately 13,000 miu/ml. The doctor then asked for the original result to be checked. The sample was repeated and a result of 260 miu/ml was obtained on an unknown date. On (B)(6) 2011, the sample was repeated and the result was 176.9 miu/ml. The patient was not adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in australia.